Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device overheated. The device was used during surgery. No injury was reported. It is unk if surgical delay occurred. The date of the event is unk. There is no add'l info provided.